Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to faulty patient board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty patient board; component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video processor had no image showing when connected to 180 series scopes. The issue was found during setting up the device. There were no reports of patient harm.

Manufacturer narrative:
Full e1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.